Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not removed.

Event description:
It was reported to nevro that the patient developed a hematoma. The physician surgically cleared out the hematoma. The patient continues to use the device and there have been no reports of further complications regarding this event.